Event description:
It was reported that a sync output port on the tram 451 was not functional. The user exchanged the unit with another device. The biomed stated that it looked like possible liquid damage. Ge healthcare depot repair performed a visual inspection of the unit and found no physical damage. There was no report of patient involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.